Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had dropped to below 60 mg/dl while wearing the pod between 4 and 24 hours. The patient had a seizure during a nap. The patient reports they had programmed controller after a reset. Once at the hospital the patients was treated with glucose. In addition the patients doctor noticed the controller was programmed for 22 units of insulin per hour for the basal rate. The doctor programmed the controller with a new basal rate of 1 unit of insulin per hour. The patient was discharged from the hospital after 14 hours.